Event description:
Alleges chair sparked and shocked consumer which caused consumer to have a stroke.

Manufacturer narrative:
The device was replaced by the rep/provider. The old device was not returned for evaluation.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges chair sparked and shocked consumer which caused consumer to have a stroke.